Event description:
During a low anterior resection procedure, anvil was tied to distal end of colon and the device was inserted transanally and fired. The staples formed, however, the knife didn't cut. As a result, anastomosis was misformed and corrected by using another like device. There was no patient consequence.